Manufacturer narrative:
Additional information was received for the reported event. This patient received two edwards sapien valves during a transfemoral transcatheter aortic valve replacement (tavr) procedure because the first sapien valve moved aortic resulting in severe paravalvular leak (pvl) post valve deployment. A second valve was implanted resulting in no pvl and no central leak. The patient was stable at the end of the procedure. The edwards representative noted that the patient had a moderate degree of native aortic root and leaflet calcification. Prior to deployment, the first sapien valve and delivery system had good coaxial alignment and image intensifier angle. The sapien valve was positioned 50:50 within the native annulus; however post deployment, the valve positioning was 70:30 aortic. During deployment, ventilation was held but it was noted there was loss of pacing capture. Per the instructions for use (IFU), complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, and proctored procedures. The physician¿s training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the cause of the reported valve movement and resulting pvl was reported to be loss of pacing capture during deployment. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Investigation for the root cause is in process.

Event description:
As reported via the implant patient registry, the patient received two edwards sapien valves during a transfemoral transcatheter aortic valve replacement (tavr) procedure.